Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant had placed an impella cp to support a patient admitted in with plans to perform a coronary artery bypass graft. The pump was explanted after just 28 hours due to limb ischemia. The patient remained stable and survived. Additional information was received. The patient had a history of peripheral artery disease prior to starting the procedure. The staff needed to use a doppler in order to find distal pulses. No imaging is available. However, the hospital did perform an arterial us of the lower extremities and the doctor had said there was some flow distally so it ws not completely absent.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.